Manufacturer narrative:
On follow-up with the user facility, steris endoscopy has learned the patient subject of the event has a history of abdominal surgeries and abdominal wall hernias. The patient's abdomen was reported to be firm prior to and throughout the treatment. The cause of the perforation is unclear. A steris endoscopy representative was present during the procedure and stated that the user facility used the appropriate spray catheter and patient monitoring. There was no evidence of any malfunction of the trufreeze system during the procedure and a review of the trufreeze console log confirmed normal operation. The disposable trufreeze system vortex catheter was returned for evaluation and there was no visible damage or blockages to the catheter. The catheter was found to be within specifications. The instructions for use for the trufreeze system includes the following warnings and precautions: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, comorbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray." Steris provided the user facility with additional consultation regarding the reported event. No additional issues have been reported.

Event description:
The user facility reported a pneumoperitoneum was detected following a spray cryotherapy procedure in the esophagus which included use of the trufreeze system. The patient reported abdominal pain following the procedure and was taken to surgery where a small perforation on the posterior wall of the stomach was repaired. The patient was reported to be stable the day after surgery.